Event description:
The patient reported that in 2007, she had an elevated blood glucose reading of 380 mg/dl with her normal reading being 150 mg/dl. She stated she felt sick so she left work to go home and when at home she discovered a "tear" in the tubing of her insulin infusion set. She stated the tubing had only been in use for about 4 hours. She said she changed the tubing and her blood glucose returned to normal where it has stayed. The patient stated she discarded the torn tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.